Manufacturer narrative:
Combination product: yes. On (B)(6) 2024 lead capped. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead remains implanted. Hmsc iegms show noise on rv signal beginning (B)(6) 2021. Rep reports that noise was created during rv threshold test in office however could not be recreated with isometrics or pocket manipulation. No adverse patient events reported. Should additional information become available, it will be added to this file.